Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit had an electrical test fail code #35. There was no patient was involved.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had an electrical test fail code #35.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (b4, d1, d2, d3, d4, g3, g4, g6, h2, h5, h11).

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cs100 intra-aortic balloon pump (iabp) and checked system on iabp trainer & demo balloon, didn't found any error message. Checked error log, found "electrical test fail code# 35"occured recently. The fse reconnected all connection on main board, kept system on pumping for more than an 2 hrs didn't found any issue. The fse requested user to keep unit on pumping for 24hrs and no issues were observed. Machine handed over to the customer in good working conditions.